Event description:
Pt in operating room for left functional endoscopic sinus surgery for chronic sinusitis; tip of medtronic m-4 debrider fell apart during surgery. There was no harm to the pt who tolerated the procedure well and was discharged the following day.